Event description:
It was reported that tip detachment and patient death occurred. The patient declined surgery and opted for high-risk percutaneous coronary intervention (pci) for multi vessel disease treatment. A 185cm pt2 guidewire was selected for use. The 75% stenosed target lesion was located in the non-tortuous and moderately to severely calcified left main (lm). Two non-boston scientific stents were deployed, one in the right coronary artery and another in the lm. However, upon removal of the pt2 wire through the stent in the lm, resistance was felt, and the tip of the wire broke. The tip was not retrieved, and angiogram showed it was in the distal obtuse marginal. No additional intervention was performed after the tip of the wire broke. The procedure was completed successfully. The patient was stable post procedure but died later on the same day.